Event description:
Same case as: 2134265-2014-01930 and 2134265-2014-01931. It was reported that the motor drive unit did not pullback. The motor drive unit was used in conjunction with a bsc catheter intended to visualize the lesion. During procedure, motor drive unit failed to perform automatic pullback. They assumed that the setting of the cover was bad and the thread did not work correctly. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).